Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the lcsk5 did not seem to work properly. The handpiece was tested and used a new shear which worked to complete the case. There was no consequence to the pt.